Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen full segment display as a result of a defective electronic component on the interface board.

Event description:
It was reported that the insulin pump was dropped on a tile floor and the device had a blank display. The insulin pump rested for thirty minutes and the blank display continued. No further info was provided.